Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare facility reported a system message related to the fluidics module appeared twice during surgery blocking the system. The surgeon was not able to perform aspiration and the system was exchanged to complete the procedure with a delay between 10 and 20 minutes. The pt did not experience any harm during the event or postoperatively.